Event description:
Complainant alleged that while attempting to treat an 87-year-old male patient, the device recognized the attached adult electrodes as pediatric electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The clinical log confirms the device functioned correctly, identifying pedi- padz ii, prompting for pediatric pads, analyzing, and delivering a 50 joule shock. No errors were recorded. Bench and final testing found no faults. The returned CPR-d padz were tested, displaying the correct ID, and logs confirmed proper detection and prompting for adult pads. The device was recertified and returned to the customer. No trend is associated with reports of this type.